Manufacturer narrative:
The calibration and quality control were within range. There were no indications of a general issue with the system or reagent. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.

Event description:
The customer alleged they received a questionable cancer antigen 125 (ca 125) result for one patient on their e601 analyzer. The patient's initial ca 125 result was 12.17 ku/l and it was reported outside the laboratory. The doctor did not believe the result. The sample was repeated and the result was 5000 ku/l accompanied by a data flag. The sample was diluted 1:5 and the ca 125 result was 16772 ku/l. There were no adverse events. The ca 125 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.